Manufacturer narrative:
The gehc biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the display cable to the monitor was not properly secured. The cable was resecured. No report of patient involvement.

Event description:
The hospital reported that the unit would intermittently display a system malfunction. There was no report of patient involvement.